Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the front tip of PICC catheter leaked around the 8cm mark. The reported event occurred prior to patient use.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen groshong nxt catheter with a stylet inserted was returned for evaluation. An initial visual observation showed some use residue within the catheter. The catheter was flushed with a 12 ml syringe of water and weeping leak was observed between the 7 cm and 8 cm depth markers. A microscopic observation revealed two small spits in the catheter, almost directly across from each other. The edges of the splits were observed to be well-defined, even, and mostly straight. Striations were observed on the fracture surfaces of both splits, indicating the catheter material was most-likely damaged by a ground-sharpened instrument. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the front tip of PICC catheter leaked around the 8cm mark. The reported event occurred prior to patient use.